Event description:
Patient had a 100% non-rebreathing oxygen mask 10 liters for maximum oxygenation. The mask was reversed on the patient's face so that the nasal piece was sitting just below the chin and the bag was vertically oriented. It was felt this would help with oxygenation. The tracheostomy was started. There was some bleeding along the edge of the muscle and upon cauterizing this, the sponge on the left side that the surgical assistant was holding caught on fire because of the oxygen flow over this area. There was secondary burn over the area just above the tracheal incision and charring of the face mask but no burning of the plastic mask. There was some char over the neck related to the green drape burning slightly. This resulted in 2nd degree burns. Follow up reveals: following the procedure the patient was treated with silvadene and then bactroban.